Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Tandem technical support made multiple attempts to follow up with the customer; however contact indicated no additional information was available.